Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that a week after the catheter was indwelled in the pt's right subclavian vein, a leak at the insertion site was found while in the hospital ward. As a result, the catheter was removed and replaced without issue. No anti-cancer drug was used, saline was found leaking.